Manufacturer narrative:
Reference medwatch 3004209178-2015-47740 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not get the insulin to exit the tubing. The rubber seal on top of the reservoir would get stuck on the needle of the tubing connector. The serter was not inserting the infusion sets correctly. His blood glucose level was 120 mg/dl. The product was not returned. Nothing further to report.